Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported "axillary adenopathy of inflammatory aspect, simple cysts". Dicloxacillin and ibuprofen have been prescribed. This record is for the left side. Device remains implanted.